Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: the patient was placed on a hamilton c1 device for noninvasive ventilation (niv) purposes by respiratory therapist (rt). After a few minutes of the patient being on the machine, a "no oxygen source" alarm kept going off. The patient was on 50% fraction of inspired oxygen (fio2) and the oxygen was connected to the wall. No patient harm reported.

Event description:
The following was reported to hamilton medical ag: the patient was placed on a hamilton c1 device for noninvasive ventilation (niv) purposes by respiratory therapist (rt). After a few minutes of the patient being on the machine, a "no oxygen source" alarm kept going off. The patient was on 50% fraction of inspired oxygen (fio2) and the oxygen was connected to the wall. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).